Event description:
The outer sheath of the lag screw driver did not make proper contact with the outer portion of the lag screw causing the inner threaded portion of the lag screw driver to be the only driving force to tighten the gamma3 lag screw. The gamma3 lag screw was able to be tightened fully using the inner threaded portion of the gamma3 lag screw driver. After removal of the gamma3 lag screw driver, it was found that the connection teeth of the outer sheath had broken off and the shaft of the inner threaded portion was bent. The small metal connection teeth were found immediately surrounding the implanted gamma3 lag screw using x-ray.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The outer sheath of the lag screw driver did not make proper contact with the outer portion of the lag screw causing the inner threaded portion of the lag screw driver to be the only driving force to tighten the gamma3 lag screw. The gamma3 lag screw was able to be tightened fully using the inner threaded portion of the gamma3 lag screw driver. After removal of the gamma3 lag screw driver, it was found that the connection teeth of the outer sheath had broken off and the shaft of the inner threaded portion was bent. The small metal connection teeth were found immediately surrounding the implanted gamma3 lag screw using x-ray.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection and manufacturing records revealed no discrepancies. The broken and damaged pegs as well as the bent and deformed tip of the inner rod are a result of an inadequate usage. As already described in the event description the lag screw did not make proper contact to the lag screwdriver and the thread of the inner rod was used as the only driving force to tighten the lag screw, which most likely had led to a break of the pegs and deformation of the inner rod due to too high forces. No non-conformity was identified.